Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by ¿severe¿ abdominal pain. On the same day as the event onset, the patient was admitted to the hospital for peritonitis. Also that same day, the patient was started on intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient¿s pd catheter was clogged, resulting in holding pd therapy. Six days after the start of the event the patient was started on hemodialysis. On that same day, the patient also underwent a surgical procedure to unclog the pd catheter. Eight days after the event, the patient resumed pd therapy. Ten days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.